Event description:
The user facility reported that the tip of the guidewire was broken. The report indicates that the problem was noted during preparation and that the procedure was completed successfully using a second guidewire. The pt condition is reported to be fine. Additional event specific info is not available.